Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was failed to reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to reboot. A field service engineer (fse) identified a failed hard drive on the device and noted duplicate computer names during troubleshooting. Fse reimaged the device with assistance from customer to resolve the issue, then performed functional tests and ran diagnostics to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.